Event description:
It was reported that the patient never experienced therapeutic effect. No troubleshooting was performed. The patient's catheter was initially placed epidurally. A revision surgery occurred to remove the old catheter and place a new catheter in the intrathecal (it) space. The medication used in the patient's pump was lioresal at a concentration of 2,000 mcg/ml and a dosage of 515 mcg/day. The lioresal concentration was to be decreased to 500 mcg/ml with no new dosage provided. The patient was noted to be "doing well". No further details were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).